Manufacturer narrative:
A CT scan performed on (B)(6) 2017 revealed that the electrode has folded back on itself within the cochlea.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced partial electrode insertion during initial implant surgery. The recipient underwent repositioning surgery.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's new device has been activated.

Manufacturer narrative:
The recipient's device was reportedly activated. The recipient is experiencing open electrodes and lack of auditory response. A CT scan is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.